Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately six years and eight months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a bare metal stent was placed and a second tpbv was implanted valve-in-valve due to stent fracture resulting in valve failure with obstruction. No further adverse patient effects were reported.